Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a balloon dilation procedure for esophageal stenosis performed on (B)(6), 2022. During the procedure, the balloon ruptured in the stenosis after the endoscopic submucosal dissection (esd) when pressure was applied at approximately 6atm. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: the returned cre wireguided balloon device was analyzed, and a visual evaluation noted no damages to the catheter and the balloon was torn longitudinally. A microscopic evaluation of the balloon confirmed it was torn longitudinally. No other problems with the device were noted. The reported event of balloon burst was confirmed since the balloon was returned torn longitudinally. It is possible that factors encountered during the procedure, the technique used by the physician and/or interaction with the scope when advancing the balloon, could have caused the balloon to burst. Therefore the most probable root cause is "adverse event related to procedure." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a balloon dilation procedure for esophageal stenosis performed on (B)(6) 2022. During the procedure, the balloon ruptured in the stenosis after the endoscopic submucosal dissection (esd) when pressure was applied at approximately 6atm. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.